Event description:
Pt submitted to vertebroplasty. Excessive bleeding occurred within two hours of the procedure, running down the nurse's hand and down pt's back. Pt had increasing pain over the next several days and was finally admitted to the hospital. Pt was running a high fever and was treated for a staph infection. Pt was discharged after six days of hospitalization. X-rays show that the vertebrae above the one repaired is now showing a crack. Pt is still in a great deal of pain radiating from around the rib cage and hurts with each and every breath they take. Right now pt is taking darvocet and prednisone. After going through conventional back surgery in 1987, first open heart surgery in 1993 and another open heart in 2000 pt can truthfully say that they have never been in so much pain.